Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the air/water nozzle was clogged and there was dirt in the instrument channel. The subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA). There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found that the reported phenomenon. The subject device was transferred to omsc for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc could not confirmed that the foreign material was clogged in the outlet of the air/water nozzle, however omsc could found that a small amount of foreign material adhered to the outlet of the air/water nozzle and similar foreign material adhered to the instrument channel outlet. There was no abnormality such as significant dirt and/or kink inside the instrument channel. The cleaning brush was passed through in the instrument channel, then nothing adhered on the brush head. The foreign material adhered to the outlet of the air/water nozzle and the instrument channel outlet was type of silicone which peak was remarkably similar to dimethylpolysiloxane by fourier transform infrared spectrophotometer. Omsc surmised that the dirt (foreign material) was derived from chemicals such as antifoaming agents from the analysis results of the foreign material. The main component of antifoaming agents such as baros is dimethylpolysiloxane, and it seems that hydrous silicon dioxide is also included in the components. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc surmised that the reported phenomenon was attributed to the inappropriate and insufficient reprocessing.